Manufacturer narrative:
Section d6a: date of implant provided in previous report is incorrect. Date of implant not applicable for heartmate mobile power unit. Manufacturer's investigation conclusion: the reported event of a yellow battery alarm was not confirmed. The mobile power unit (mpu) (serial #: (B)(6) was returned for analysis to the service depot. The unit was plugged into ac power and the mpu went through the boot up sequence without any issues. The mpu was connected to a mock loop and ran for several days. The mpu functioned as intended. The reported event was unable to be reproduced. The mpu passed functional testing. Multiple good faith efforts were sent to retrieve additional information including if the power cable was exchanged, if the alarms resolved, and if any other troubleshooting was performed; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu (serial #: (B)(6) and the mpu was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including mpu battery alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient complained that their mobile power unit (mpu) alarmed with a yellow mpu battery symbol. The patient replaced the mpu's aa batteries, but the issue persisted. The customer also replaced the mpu's aa batteries, but the issue persisted. The mpu power cable was exchanged, but this also did not resolve the issue. The mpu was exchanged.